Event description:
It was reported that intermittent cartridge alarms occurred during the load sequence. Reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy. There was no adverse impact to the customer¿s blood glucose level.